Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code is sold internationally. It is sold in the us under a different product code.

Event description:
Revision of s-rom noiles knee prosthesis because of fracture of thread of femoral stem extension in femoral sleeve. No trauma. Doi: unknown; dor: (B)(6) 2018; unknown knee.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 685974, device history review: no anomalies identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 685974. Device history review: no anomalies identified.